Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: 00434811413, humeral stem 48 degrees 14 mm stem diameter 130 mm, 62072556. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial shoulder procedure. The humeral head displaced superiorly. The implant displaced at an excessive rate. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: trabecular metal glenoid component 46 mm articular surface, catalog # 00432604600, lot # 62072556. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.